Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed for system controller (B)(6) and the records revealed the parts were manufactured in accordance with mfg and qa specifications. Controller was shipped to the customer on (B)(6) 2018. Incidental findings: dim pump running symbol (leds), damage to the strain relief on the connector side of the black power cable. Inner wires conductor breakdown within system controller's dual power cable. The reported event of low voltage (battery) voltage alarms was confirmed and reproduced during the analysis. The system controller serial number (B)(6) was returned for evaluation with backup battery serial number (B)(6) installed. The collected data log file contained 240 events over approximately 9+ days from 27apr2020 to 06may2020. The log file submitted for review and the log file downloaded from the system controller contained the similar events. The log file captured numerous low battery advisory and hazard alarms that occurred while the controller was supported by battery power. Also, noted reduced supply voltage values (below 14-volt specification) when the controller was connected to the power module/14v patient power cable. These alarms did not affect the controller's ability to support the pump at the set speed. The system controller was returned with damage to the strain relief on the connector side of the black power cable. The damaged strain relief of the black power cable was manipulated and a low voltage alarm was reproduced. The returned power cable was further evaluated. Resistance measurements (continuity test) of the inner wires of the controller's power cables indicated elevated resistance in both power leads. The out of resistance specifications indicated conductor breakdown in the underlying wires, which have resulted in the reproduced low voltage alarm. The compromised conductors within the power cables appear to be wear and tear related due to the repetitive flexing of the power cables during use, as the returned controller was 1.5 years in clinical use. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The low battery power advisory alarm will have a flashing yellow diamond on the user interface and a slow beep alarm tone when active. As well as alternating "replace power" and "low battery" messages on the system controller's lcd. The alarm means the system controller has low batteries. Therefore, power input to the system controller is low and less than 15 minutes of battery power remain. The labeling addresses caring for the system controller power cables, avoid bending or twisting them and inspect the system controller power cables for damage daily (caring for the system controller power cables, daily safety checklist, )(what not to do: driveline and cables, daily safety checklist). The heartmate ii patient handbook and the instructions for use both cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced low voltage alarms. Log file analysis confirmed the alarms. The alarms are suspected to be caused by the controller power cable fatigue. The patient's controller was exchanged. No further information was reported. Related manufacturer's report number: 2916596-2020-02501.